Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the distal section of the pipeline failed to open. The pipeline was placed in c5 straight sections when it failed to open. Additional steps taken included replacing with 4.75 for 1 size down.

Event description:
Medtronic received information that a ped2 pipeline failed to open. Size 5-16 was selected and the sleeve was removed with m1. The stent was removed and lowered to the expansion position, but it could not be opened. It was inserted and retracted several times, but it could not be opened, so it was replaced with 4.75 a 1 size down. The devices were prepared according to the pakage insert. The patient was being treated for an unruptured, saccular aneurysm in the ic ophthalmic region. The max diameter was 6mm and the neck diameter was 3mm. The distal landing zone was 4mm and the proximal landing zone was 4.8mm. Vessel tortuosity was moderate. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.